Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1315702) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f terumo sheath. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the nurse who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that within 2 hours after the patient was discharged and had returned home, she found a "walnut sized" hematoma around the access site and went to the emergency room. A pseudoaneurysm was found. No further information is available.